Event description:
It was reported that during a follow up in clinic, the device was found to be in backup vvi (bvvi) mode resulting in disabled high voltage therapy. The cause of the bvvi was found to be off-label MRI exposure. Abbott technical support was contacted and the device was successfully reprogrammed to resolve the event. The patient was in stable condition.